Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini single pocket 12 was opening up the whole drawer exposing all meds in that pocket. The customer stated that there was a delay in patient care. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini single pocket 12 was opening the whole drawer, exposing all medications in that pocket. A field service engineer identified that minidrawer 11 was broken, preventing it from releasing and likely causing corruption of the mini board. Both the minidrawer and the mini board were replaced with new components and properly configured, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.